Event description:
New pad-pak a3089 when inserted into device the device would not switch on and no status indicator was displayed. The device switched on and operated correctly with another pad-pak.

Manufacturer narrative:
The pad-pak was manufactured as part of a lot of (B)(4) on the 28th november 2018. (B)(4) pad-pak units were dispatched to ¿hst llc¿ on the 29th november 2018. Upon investigation of the returned pad-pak, the fuse was measured and found to have blown. The fuse may have blown by an external connection issue, e.g. An accidental shorting of the battery terminals during handling. Information from the distributor email regarding the use of this pad-pak stated that it was installed in a sam pad device, however, subsequent pad-paks were used with this device with no apparent fault. This would suggest the fault is most likely due to an internal or external handling issue. The distributor was contacted for further information regarding the use of this pad-pak. If any further information is to become available this report will be updated or if a sam pad device is returned, it will be opened under the same parent record pr (B)(4). This report recommends the return of this device to heartsine to investigate as a precaution. The pad-pak will be scrapped and replaced.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
New pad-pak a3089 when inserted into device the device would not switch on and no status indicator was displayed. The device switched on and operated correctly with another pad-pak.